Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that her pacemaker is in her abdomen and "flips" when she bends or that it "gets in the way" when she wears certain clothes. She also reported that "she feels a bumping or knocking from her device 2-3 times a day". The patient was referred to her physician. The device remains in use. No patient complications have been reported as a result of this event.